Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the control iq software was not adjusting insulin as expected and alleged that the pump over delivered insulin. The customer's blood glucose level was 32 mg/dl. The customer required assistance from the roommate to treat low bg. The customer's roommate, brought the customer carbohydrates. The customer continued using the pump for insulin therapy.